Manufacturer narrative:
The investigation determined that discordant vitros cov2tot results were obtained from a single patient sample when tested on a vitros eci immunodiagnostic system. A definitive assignable cause for the discordant, non-reactive vitros cov2tot results could not be determined. The patient had tested covid-19 pcr positive and was symptomatic 3-7 days prior to the vitros testing. In addition, the vitros cov2igg result was reactive. The vitros immunodiagnostic products anti-sarscov-2 total assay detects the presence of igm, iga, and/or igg antibodies. Igm antibodies to sars-cov-2 are generally detectable in blood several days after initial infection, although levels over the course of infection are not well characterized. Igg antibodies to sars-cov-2 become detectable later following infection, although detection of igg antibodies does not exclude recently infected individuals who are still contagious. It was expected that the vitros cov2tot would be concordant with the reactive vitros cov2igg results and the recent positive covid-19 pcr result. Based on historical quality control results, a vitros cov2tot lot 0106 reagent performance issue is not a likely contributor to the event as all vitros quality control results prior to the event were within the correct vitros cov2tot instructions for use result interpretation region. Additionally, ongoing tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2tot lot 0106. There was no indication of an instrument malfunction and unexpected instrument performance was not a likely contributor to the event. Pre-analytical sample processing cannot be ruled out as a contributing factor, as it was not possible to determine whether the customer was following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. It is unknown whether an interferent contributed to the event, as no further testing using a tube to block potential interference in the patient samples was conducted.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions centre (tsc) to report discordant, non-reactive vitros anti- sars-cov-2 total (cov2tot) results obtained from a single patient sample when tested on a vitros eci immunodiagnostic system. The vitros cov2tot results were believed to be discordant based on reactive vitros anti- sars-cov-2 igg results from the same patient sample and a positive pcr result for the patient. Patient 1, vitros cov2tot results of 0.17 and 0.4 s/c (non-reactive) versus the expected result of reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros cov2tot results were not reported from the laboratory. Patient management was not influenced based on the vitros result and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).